Manufacturer narrative:
Stenosis and/ or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/ or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Stenosis and/or regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.  The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/ or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years, 3 months due to severe stenosis and mild to moderate regurgitation. A 23mm transcatheter valve was implanted successfully. The patient was stable post procedure and sent to recovery. The patient was discharged on pod # 1. As reported, the physician did not allege malfunctions of the surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.